Event description:
The device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the auto CPAP advance w/modem/pca was burned. In conclusion, the device's pca was replaced to address the issue. Additionally, during the service of the device, had error codes e105 (humid ambient comm error/failed pca) and e015 (cycle handler overrun error/failed cpu). The reusable pollen filter needed service, dreamstation 2 blower contaminated, blower outlet seal/isolator kit contaminated, blower box kit contaminated, iso port kit contaminated, inlet/outlet seal contaminated, heater plate kit connector with oxidation, warning label change due to bottom, bottom enclosure with oxidation, ui button cracked, and ui bezel plus scratched and listed parts needed to be replaced. These were unrelated to the reportable malfunction/issue. The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported that, the device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the auto CPAP advance w/modem/pca was burned. In conclusion, the device's pca was replaced to address the issue. Additionally, during the service of the device, had error codes e105 (humid ambient comm error/failed pca) and e015 (cycle handler overrun error/failed cpu). The reusable pollen filter needed service, dreamstation 2 blower contaminated, blower outlet seal/isolator kit contaminated, blower box kit contaminated, iso port kit contaminated, inlet/outlet seal contaminated, heater plate kit connector with oxidation, warning label change due to bottom, bottom enclosure with oxidation, ui button cracked, and ui bezel plus scratched and listed parts needed to be replaced. These were unrelated to the reportable malfunction/issue. The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. At this time the device was forwarded to manufacturer product investigation laboratory (pil) for further investigation. Pil was able to confirm the complaint of the CPAP will not turn on. Possibly due to the multiple thermal events. During the device evaluation, dust-like contamination in the bottom enclosure. Dust-like contamination on the heater plate spring and on the bottom enclosure under the heater plate spring. Missing water tank.